Manufacturer narrative:
Claim# 433254.

Event description:
The reporter indicated that the surgeon implanted a 13.7mm implantable collamer lens into the patient's left eye (os). It was indicated that there will be a possible lens removal due to sizing for a shorter length lens. Lens remains implants. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.